Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient developed a methicillin-susceptible staphylococcus aureus (mssa) infection. The ipg system was explanted. No further patient complications have been reported as a result of this event.